Event description:
A surgeon reported that one week following bilateral lasik surgery, the patient presented with dryness, discomfort and photophobia in both eyes. Per the surgeon the patient was not compliant with the recommended postoperative treatment regimen. The patient also presented with residual refractive error; however, she declined secondary surgery to correct it. In a follow up, the center director reported that the patient's symptoms are ongoing, and the patient reported blurred vision while using the computer. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the sample is not expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The laser was successfully verified prior and after the day of the treatment. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).